Event description:
The customer reported a communication error. The fe confirmed the system locked up and a system reboot restored functionality. There is no report of serious injury with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.